Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of the event was not provided by the complainant/reporter; the date reflected in this report is the date on which bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that there was fracturing of the lumen at the base of the lumen where it meets the hub of the PICC line. There were reports of leaking/bubbling of saline when the line was flushed. Air could be heard escaping as pressure was applied to flush the saline through the lumen. This was reported to have occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a triple lumen powerpicc was returned for evaluation. An initial visual observation of the video showed an attempt to infuse a catheter. A leak was observed between the extension tube and molded joint while the catheter was being infused. No further details of the leak site could be seen in the returned video. Use residue was noted on the towels below the device. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.